Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a crack on the screen of the insulin pump. The customer's blood glucose reading was 145 mg/dl. The customer stated that the pump was dropped on the floor. The customer stated that they were not in a car accident. The customer stated that the crack is on the display and it is not readable. The customer stated that there were expected alarms. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a cracked lcd glass and minor scratches on the display window.